Manufacturer narrative:
The insulin pump functioned properly during prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 50 mg/dl at the time of incident. The customer's blood glucose was 295 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer stated that the insulin did exit during fixed prime. The insulin pump will be returned for analysis.